Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2017 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.